Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that sterility is compromised with a bd vacutainer® urine collection cup. This occurred on 2 separate occasions prior to use. The following information was provided by the initial reporter: glass arrived at the customer open, product sterility not guaranteed.

Manufacturer narrative:
H.6. Investigation summary bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for sterility with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that sterility is compromised with a bd vacutainer® urine collection cup. This occurred on 2 separate occasions prior to use. The following information was provided by the initial reporter: glass arrived at the customer open, product sterility not guaranteed.